Event description:
Patient contacted dexcom technical support on 01/13/2014 and claimed that on (B)(6) 2014 patient had two sensor failures. Wire was present on the first sensor; however, it was not on the second according to patient. Patient claimed the sensor wire was not in the body.